Event description:
It was reported that the user experienced low blood glucose reported at 65 mg/dl after announcing a larger-than-actual meal and then not finishing the meal, followed by self-treatment with oral glucose. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included resolution of the event with oral carbohydrate intake and no hospitalization. Investigation included troubleshooting and user education on accurate meal announcements. Investigation of this case revealed user-related insulin dosing mismatch due to incorrect meal size announcement, with no device performance issues identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.